Event description:
Customer reports to have high blood glucose of between 300 mg/dl, and 400 mg/dl, which was treated with manual injections. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, not sure if basal rates were correct, insulin did exit tubing, customer was programming correctly, and no air found in tubing. Alarm history revealed spanish software anomaly, signal too low alarm, and an unexpected restart. Customer did not have a tubing clamp in order to continue troubleshooting, and will call back when she receives it. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.